Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported through the national agency for the safety of medicines and health products (ansm) a "rupture", "deflation", color change" and "periprosthetic capsule: stage 1". This record is for the left side. Device was explanted, it is unknown if the device was replaced.